Event description:
The filter was deployed from a right femoral approach. A clot immediately caught the filter resulting in a tilted dome and 3 twisted legs. The doctor chose to remove the filter. The filter was removed without difficulties. Another filter was then placed through the same access site.